Manufacturer narrative:
There was no device malfunction associated with the event. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt was functional and able to detect and treat. There is no indication that the treatment during asystole caused or contributed to the pt death. MFR date: monitor: 12/2012 - reuse; electrode belt: 10/2009 - reuse.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll pt service representative (psr) reported that a (B)(6) male pt passed away while at home. Further investigation revealed that the pt was inappropriately treated. The lifevest delivered an inappropriate treatment at 05:12:32. The pt subsequently passed away. The rhythm at the time of the treatment was asystole, which is considered a non-treatable rhythm. CPR artifact contributed to the false detection. There is no indication that the treatment during asystole caused or contribute to the pt death. No deficiencies were alleged against the lifevest.